Event description:
Problem: product problem poor packaging or labeling. Description: the abbott labs #11140 latex-free, nitroglycerin, mid-length secondary IV pump set package is labeled. Originally, an identifying blue knarled roller-clamp knob was incorporated into the set. In the re-designed #11140, the blue knarled roller-clamp knob is now white. Once removed from the package, it is indistinguishable from abbott labs #1139 latex-free, mid-length secondary IV set, its poly vinyl chloride counterpart. Inadvertent use of a poly vinyl chloride set will now be impossible to detect. Background: nitroglycerin is used for cardio-vascular support in emergency situations. Several yrs ago, it was noted that nitroglycerin was absorbed by poly vinyl chloride containers and IV sets rendering it difficult to accurately and consistently titrate the medication. Several other drugs exhibit similar adsorption problems. The mfrs of two chemotherapy products used at this facility, paclitaxel (taxol) and doectaxel (taxotere), recommend the use of non-poly vinyl chloride containers and IV sets. It is important health care professionals administering these medications to be able to readily identify the equipment, supplies, and medications they are using. Removing identifying features (eg blue knarled roller-clamp knob) from specialty IV sets may lead to medication administration errors. Abbott labs rep, has investigated this problem and stated that the co feels that this change is an internal mfg decision and not a qa issue.